Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to duplicate the reported issue avea does not recognize the sensor problem. Received hotwire flow sensors p/n 16465 lot# ca0930-018 and received hotwire flow sensors p/n 16465 lot# ca1201-023. Upon connection of the uut's "prox. Flow sensor ready, zero sensor recommended" did not display on uim per specification. With the monitoring screen accessed, the uim did not respond to either sensor cables with the calibration screen when the "zero sensor" button was selected. The uut's were unable to zero, also hot wire flow sensor verification was performed per test standard (B)(4) section 7.7.5 and failed verification. Investigation revealed additional problem with contamination on hwfs sensor filaments causing sensor failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the hotwire flow,sensor,neonatal one or two of the hot wire flow sensor that one of her customer is using is not working properly. There are 2 flow sensors. One is auto cycling, and the other is "not recognized" by the actual ventilator. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.